Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted in a patient on (B)(6) 2021, under local anesthesia. Three fiducials were also placed during the procedure. The implant procedure was successfully completed however it was reported that the patient "tended to rotate to one side (during the procedure) and they had to correct that with ultrasound placement." Further, it was noted that ultrasound images indicated that the gel placement was more apical than anticipated (which might suggest a placement issue). There were no reported patient issues following placement. The patient returned for scheduled simulation cone beam computed tomography (cbct) on (B)(6) 2021. A foley catheter was placed, and contrast was added for visualization. Immediately following this procedure, the patient had "extreme pain." (Also reported as "mild scrotal swelling on the right side and pain in the perineum, right after the urethrogram procedure"). The patient was treated with antibiotics (cipro) and pain medication. Subsequently, the patient went to urgent care on (B)(6) 2021 for "extreme penile pain, and scrotal swelling, due to foreign object (sensation)." A diagnostic computed tomography (CT) scan was performed. On (B)(6) 2022 the cbct of the pelvis (performed as part of simulation on (B)(6) 2021) and diagnostic CT (performed at urgent care on (B)(6) 2021) were reviewed and showed the gel was in the prostate capsule, on top of the seminal vesicles, and inferior to the base of the penis. Only two of the three fiducials that were placed could be visualized, and one of those seemed to be touching the urethra. The physician theorized that the lack of visibility of the third fiducial was due to the gel that was inside of the prostate capsule. There appeared to be a track leading from the apex to the gel in the penis. It was hypothesized that patient movement during implant made the implant difficult and may have led to gel placement in the capsule. The patient's current condition is reported to be "fine with no symptoms and just started stereotactic body radiation therapy (sbrt)."

Manufacturer narrative:
Additional information received 4feb2022 update on the following: block b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9266: captures the reportable event of swelling clinical code e 9205 captures the reportable event of pain evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted in a patient on (B)(6), 2021, under local anesthesia. Three fiducials were also placed during the procedure. The implant procedure was successfully completed however it was reported that the patient "tended to rotate to one side (during the procedure) and they had to correct that with ultrasound placement." Further, it was noted that ultrasound images indicated that the gel placement was more apical than anticipated (which might suggest a placement issue). There were no reported patient issues following placement. The patient returned for scheduled simulation cone beam computed tomography (cbct) on (B)(6) 2021. A foley catheter was placed, and contrast was added for visualization. Immediately following this procedure, the patient had "extreme pain." (Also reported as "mild scrotal swelling on the right side and pain in the perineum, right after the urethrogram procedure"). The patient was treated with antibiotics (cipro) and pain medication. Subsequently, the patient went to urgent care on (B)(6), 2021 for "extreme penile pain, and scrotal swelling, due to foreign object (sensation)." A diagnostic computed tomography (CT) scan was performed. On (B)(6), 2022 the cbct of the pelvis (performed as part of simulation on (B)(6), 2021) and diagnostic CT (performed at urgent care on (B)(6), 2021) were reviewed and showed the gel was in the prostate capsule, on top of the seminal vesicles, and inferior to the base of the penis. Only two of the three fiducials that were placed could be visualized, and one of those seemed to be touching the urethra. The physician theorized that the lack of visibility of the third fiducial was due to the gel that was inside of the prostate capsule. There appeared to be a track leading from the apex to the gel in the penis. It was hypothesized that patient movement during implant made the implant difficult and may have led to gel placement in the capsule. The patient's current condition is reported to be "fine with no symptoms and just started stereotactic body radiation therapy (sbrt). Additional information received on february 4, 2022. During review of the scan CT scan taken on (B)(6), 2022, the gel appears to be under the capsule and located in the right posterior quadrant of the prostate, possibly some under the prostate capsule. There are traces of gel surrounding the prostate capsule in the 9 to 11:30 o' clock positions and some gel in the venous plexus surrounding the prostate. Review of the cbct performed on (B)(6), 2021 there appeared to be enhancement tracking near the penile urethra. The appearance of the gel did not change. There was about a 2 centimeter gap between the bottom of the spaceoar vue gel and the beginning of the enhancement in the urethra. One week after the scan, the patient's pain resolved completely and was also put on antibiotics. The patient received prostate sterotactic body radiation therapy (sbrt) on (B)(6), 2022 to (B)(6), 2022. On (B)(6), 2022, a follow-up computed tomography (CT) scan on shows that the spaceoar vue has not changed at all, but the uptake in the penis alongside the penile urethra has become much more faint. The pain and penile enhancement may have been caused by he catheterization and injection of urethral contrast during the simulation.

Manufacturer narrative:
Additional information received 4feb2022 update on the following: block b5:describe event or problem block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9266: captures the reportable event of swelling clinical code e 9205 captures the reportable event of pain evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: it was noticed on may 03, 2022, that there was an error on the block b5.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted in a patient on (B)(6) 2021, under local anesthesia. Three fiducials were also placed during the procedure. The implant procedure was successfully completed however it was reported that the patient "tended to rotate to one side (during the procedure) and they had to correct that with ultrasound placement." Further, it was noted that ultrasound images indicated that the gel placement was more apical than anticipated (which might suggest a placement issue). There were no reported patient issues following placement. The patient returned for scheduled simulation cone beam computed tomography (cbct) on (B)(6), 2021. A foley catheter was placed, and contrast was added for visualization. Immediately following this procedure, the patient had "extreme pain." (Also reported as "mild scrotal swelling on the right side and pain in the perineum, right after the urethrogram procedure"). The patient was treated with antibiotics (cipro) and pain medication. Subsequently, the patient went to urgent care on december 31, 2021 for "extreme penile pain, and scrotal swelling, due to foreign object (sensation)." A diagnostic computed tomography (CT) scan was performed. On (B)(6) 2022 the cbct of the pelvis (performed as part of simulation on (B)(6) 2021) and diagnostic CT (performed at urgent care on (B)(6), 2021) were reviewed and showed the gel was in the prostate capsule, on top of the seminal vesicles, and inferior to the base of the penis. Only two of the three fiducials that were placed could be visualized, and one of those seemed to be touching the urethra. The physician theorized that the lack of visibility of the third fiducial was due to the gel that was inside of the prostate capsule. There appeared to be a track leading from the apex to the gel in the penis. It was hypothesized that patient movement during implant made the implant difficult and may have led to gel placement in the capsule. The patient's current condition is reported to be "fine with no symptoms and just started stereotactic body radiation therapy (sbrt). ***additional information received on february 4, 2022*** during review of the scan CT scan taken on december 20, 2021, the gel appears to be under the capsule and located in the right posterior quadrant of the prostate, possibly some under the prostate capsule. There are traces of gel surrounding the prostate capsule in the 9 to 11:30 o' clock positions and some gel in the venous plexus surrounding the prostate. Review of the cbct performed on december 31, 2021 there appeared to be enhancement tracking near the penile urethra. The appearance of the gel did not change. There was about a 2 centimeter gap between the bottom of the spaceoar vue gel and the beginning of the enhancement in the urethra. One week after the scan, the patient's pain resolved completely and was also put on antibiotics. The patient received prostate sterotactic body radiation therapy (sbrt) on (B)(6)2022 to (B)(6), 2022. On (B)(6), 2022, a follow-up computed tomography (CT) scan on shows that the spaceoar vue has not changed at all, but the uptake in the penis alongside the penile urethra has become much more faint. The pain and penile enhancement may have been caused by he catheterization and injection of urethral contrast during the simulation.